Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter. Additional information has been requested but as of yet have not been received. Should additional information become available, the file will be updated. (B)(4).

Event description:
According to the reporter, during a kidney ablation (left kidney), the renal artery had been stapled by the device. When retrieving the stapler, several bleedings occurred along the first row of staples and on the artery besides the aorta. Not reparable using laparoscopy. Conversion for hemostasis was needed. Due to this incident, a 1l blood loss was reported. There was reportedly no harm to the patient.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one multifire endo ta¿ auto suture¿ stapler 30mm - 2.5mm and one multifire endo ta¿ auto suture¿ loading unit 30mm - 3.5mm. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The visual inspection and functional evaluation of the devices had acceptable results. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.